Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg was analyzed and passed all tests. The ipg exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg would shut off without warning. Device malfunction could not be confirmed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg would shut off without warning. Device malfunction could not be confirmed. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.